Event description:
Event desc: pt undergoing aortic valve replacement due to aortic stenosis. Pt with history of CABG. Surgeon needed to reopen the sternum after completing surgery because the pt continued to bleed. Surgeon was using hall series 4 saw with brasseler use km-279 blade. The surgeon was not able to reopen the sternum because the saw would not cut properly. Several saws and blades were used with the same result. Eventually was able to reopen the sternum. Per the hall rep, the combination of the hall saw and the brasseler blade caused the caudal pin on the saw to wear down at a rate faster than normal causing the saw to malfunction. After this event, the hall saw was used with a hall blade and functioned appropriately. We are reporting this instance of malfunction with the saw/blade combination since in the brasseler catalog it states that the brasseler blade is appropriate to use with the hall saw.

Manufacturer narrative:
Lot number not provided by user facility so blade cannot be tested. Complaint confirmed by MFR engineering dept and drawing revision initiated.